Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the j1 battery connector was intermittent. The cause of the resets is the intermittent connector. The root cause of the intermittent connector cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.